Manufacturer narrative:
Diopter: +06.50. (B)(4).

Event description:
The surgeon implanted a 12.5mm ich125v3 implantable collamer, +06.50 diopter lens in the patient's right eye on (B)(6) 2008. Ocular hypertension, blurred vision was noted and a anterior subcapsular cataract was observed on (B)(6) 2014. The lens was explanted, cataract surgery was performed and a iol was implanted on (B)(6) 2016. Patient's last visit on (B)(6) 2016, ucva was 20/40. Iol is in good position. Healing nicely and continue with medication as prescribed. See MFR. #2023826-2016-00342 for left eye.

Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement and was found to be in specification. Conclusion code(s) 67: based on the complaint history, work order search, medical review and product evaluation, a specific root cause of the event could not be determined. (B)(4).